Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to user rerror.

Event description:
The screwdriver torsioned at the tip of the screwdriver while driving in a screw. This event did not cause any adverse consequence to the pt or surgical delay.